Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump took longer than expected to infuse on a patient in the outpatient infusion center. The infusion was a 1000ml bag of 0.9% nacl set at a rate of 999ml/hr which took one hour and 40 minutes to infuse instead of one hour. There was no known patient injury or medical intervention associated with this event. No additional information is available.